Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump and helped them successfully complete the reset.